Event description:
It was reported that a health cae professional (hcp) contacted boston scientific technical services (ts) indicating that a patient that is followed by another facility, came to their hospital and upon interrogation, it was noted that their device had reverted to safety mode operation. Ts advised the hcp to contact the following hospital to schedule the device replacement. Additional information was later received indicating that this device was explanted and replaced at the facility that reported this event. The device specific details remain unknown as these could not be retrieved from the facility. No additional adverse patient effects were reported. The device was not kept by the facility; therefore, it is not available for return and analysis.

Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.